Event description:
In 2003, I had one of the first FDA released cypher stents implanted to clear up a blockage in my coronary artery. After 3 years contrary to the cordis marketing hype, the stent developed internal scar tissue blocking off blood glow to the heart resulting in emergency heart by-pass surgery. I have had initial dialogue with co (see attached) regarding this issue. The response I rec'd was that co would launch its own internal investigation and if they felt it appropriate, they would notify the FDA. I am in receipt of your letter dated 07/05/07 regarding the issue of my cordis stent developing extensive scar tissue in just 3 years, 3 months after insertion. To clarify my position: I am a healthy physically active adult male. I do not smoke, drink or use illegal drugs of any kind. My blood pressure has averaged 127/80 prior to my recent by-pass surgery. I eat a very healthy diet low in fat, nothing fried and no fast recent by-pass surgery. I eat a very healthy diet how in fat, nothing fried and no fast foods of any kind. I have had annual passing physicals including echo cardiograms and ekgs since 2003. My cholesterol levels register between 116 and 126 overall. When initially diagnosed with an 80% blockage to my coronary artery in the same year, it was recommended that I would be a prime candidate for the newly released cordis cypher stent. The reason being threefold up to that point: first, I was physically and mentally healthy overall; secondly, according to my cardiologist this was the only blockage. All other vessels and arteries were perfectly clear. Thirdly the marketing hype generated by your organization to the medical community that this new medicated stent would not scar over and reduces the likelihood of blood clotting. The unfortunate reality is that this stent developed extensive scaring after just 3 years closing off blood flow and resulting in hospitalization and by-pass surgery. Had I opted for bypass surgery in 2003 instead of your touted product we would not be involved in this dialogue today and I would not be saddled with costly hosp bills and rebuilding my health. Further, the internal cordis investigation that you refer to may or may not be deemed reportable to the FDA by your internal standards, but I have absolutely no problem in giving the FDA a "headsup" in view of the fact that I was the recipient of one of the first stent lots approved and released by them. Blood clots are one thing; closure of the stent due to internal scar build up is an entirely different matter and should not have happened by your firm's own advertising admissions. Kindly keep me posted on your internal investigation, but somehow I think this is one of the first of many reportable scaring incidents since initial release.